Event description:
It was reported that this pacemaker system exhibited low, out-of-range right atrial (ra) pacing impedance measurements, measuring 456 ohms. Additionally, the right ventricular (rv) lead exhibited noise however, impedance measurements were within range. There were no observations of pauses or pacing inhibition. Technical services provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.